Manufacturer narrative:
The device code should have been use of device problem rather than material fragmentation.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported that during the implant procedure one of the lead contacts sheared off. The contact remains in situ and a new lead was used to complete the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.